Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead, 50cm. Device evaluation indicated that the source of pain could not be determined. The ipg passed all the required tests and revealed no anomalies. The leads were cut. Damage to the devices is a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that the scs device was causing pain at the buttock area. The patient underwent an explant procedure.